Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance rose from a stable measurement and was now high. It was noted the physician felt the lead looked abnormal near the coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analyst noted that the rv exposed coil was stretched at 58.3cm, which may have occurred at time of implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.